Manufacturer narrative:
Revision occurred approximately 9 months after primary surgery for potential infection. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 9 months after primary surgery, which occurred on (B)(6)2022. Revision occurred due to infection. The revision was a total explant of the system, including the stem, baseplate, 36 mm centered glenosphere, 36 mm + 9 standard humeral cup, and 4 screws. This system was replaced with a competitor's anti-biotic spacer to treat the infection. First notification of this revision was given by the representative on (B)(6) 2023, in pursuance of information regarding a subsequent revision for the same patient, involving an explant of the anti-biotic spacer and a replacement of an fx system.